Manufacturer narrative:
Apoc incident # (B)(4). An investigation was completed on (B)(6) 2013 and a deficiency was identified. Apoc product action number: (B)(4) details were provided with the action that was conducted in cooperation with the u.s. Food and drug administration.

Event description:
On (B)(6) 2013, abbott point of care (apoc) was contacted by a customer who reports unexpected pt/inr results on a (B)(6) year old male patient admitted for cardiac event/angiogram. There was no additional patient information available at the time of this report. Date: collected: test: method: inr: (B)(6) 2013, 0744, unk, I-stat, 2.2. (B)(6) 2013, 0800, 0839, stago, 1.6 (plasma). Based on the information available at the time there were no injuries associated with this event.